Event description:
Customer reports: machine is not working, no indication on mains supply. They also remark that there is a defective power board.reporting due to the referenced technical issue; no adverse effects or serious injuries were reported.more information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp tiva, serial number (B)(6) was not returned to our laboratory for analysis, nor was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. However, it was confirmed using the provided pictures. In addition, it is known that subject device was put back in service by replacing the power supply board. Based on available information, the root cause of the reported issue could be linked to a defective power supply board. But, since subject device was not returned to our laboratory, it could not be confirmed with [certainty]. In order to evaluate and correct/prevent occurrence of main power supply issue, an internal CAPA was initiated for bad assembly issues with power supply board on agilia range. To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.